Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the graph was "missing bits". No additional event or patient information is available. Data has been received but not yet evaluated. A follow up report will be submitted upon completion of investigation.

Manufacturer narrative:
(B)(4)

Event description:
Data was provided for evaluation. The reported complaint of the graph was "missing bits" was not confirmed as there was a temporary sensor failure. The root cause could not be determined.